Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to lead dislodgement which confirmed via fluoroscopy. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.